Event description:
It was reported that due to urethra erosion the patient had his artificial urinary sphincter (aus) removed. It was stated that this patient had to undergo a colectomy procedure and probably due to the catheter. The onset of the erosion is unknown. The patient status following this surgery was ok. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to if follow-up what type, device evaluated by MFR, and event problem and evaluation codes: updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to urethra erosion the patient had his artificial urinary sphincter (aus) removed. It was stated that this patient had to undergo a colectomy procedure and probably due to the catheter. The onset of the erosion is unknown. The patient status following this surgery was ok. Should additional information be received, a supplemental report will be submitted.